Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a max pressure of 12 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.8 x 26 mm graftmaster system referenced is filed under MFR report number 2024168-2021-06127.

Event description:
It was reported that the graftmaster stent delivery system (sds) was used to treat a perforation caused by an unspecified device. The graftmaster sds was advanced into the patient anatomy; however, difficulty was met due to the patient anatomy and the deliverability of the device. The 2.8 x 16 mm graftmaster could not be advanced completely across the perforation. The stent was deployed; however, the perforation was only partially sealed. A second graftmaster sds, a 2.8 x 26 mm, was advanced; however, this device was unable to cross due to the patient anatomy and the deliverability of the device. The device was removed without difficulty. Additional balloon dilatation was performed to seal the perforation. Post procedure, the patient was in stable condition. No additional information was provided.